Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2018 during which the surgeon noted he excised the scar tissue and encountered an approximately 3x3 cm defect at the center of the mesh, where some preperitoneal and omental fat had herniated through. He freed the adherent tissue and omentum of the old mesh and the posterior abdominal wall. It was reported that the patient experienced severe pain, scarring, inflammation and mesh failure. Other procedures are captured in a separate file. No additional information is provided.